Event description:
Cannulated screw driver failed inserting bioabsorbable screw into femur. Distal tip broke off into screw which is imbedded into left femoral area anchoring the patella graft. The screwdriver is stainless steel with trace of nickel.